Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced angina. The index procedure treated a 4.0x12mm, 95% stenosed lesion. Treatment consisted of predilation and placement of a 4.0x20mm study stent resulting in 0% residual stenosis. A 14mm non-target lesion of the second obtuse marginal was also treated with a taxus express2 stent during this procedure. The patient was discharged one day post procedure on asa and plavix. The patient experienced angina 12 days post procedure and was scheduled for a cardio graded exercise test in 2008. The event was reported to be resolved with no residual effects at that time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.